Event description:
The patient reportedly experience loss of lok with internal device. External equipment was exchanged; however, this did not resolve the issue. Additional testing has been scheduled. Device revision surgery is being considered.